Event description:
It was reported that during a da vinci si sacrocolpopexy procedure, the customer noted that the jaws of the pk dissecting forceps instrument would not articulate no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis found that the pitch up cable was broken at the distal clevis hub. The cable segment that contains the crimp was still installed in the clevis. Instrument passed electrical continuity test. Additional observations not reported by site were pulley damage and main tube damage and grip tip bent. First additional finding, there was an indentation at the edge of the distal pulley and visible scratch marks on the surface of the pulley. Second additional finding, the distal end of the main tube exhibited various scratch marks with light material removal and a rough surface finish. The scratches were short in length and were not aligned with the tube axis. Third additional finding, one of the grip tips was also found to be bent, causing side to side misalignment of the grips. There was a 0.066 offset at the tips, indicating overloading at the tip. Failure analysis concluded that pulley damage, main tube damage and the bent tip were likely due to mishandling. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a reportable event; however, the broken cable if to reoccur could cause or contribute to an adverse event.